Manufacturer narrative:
The information provided with initial report about the usage of the insulin pump was incorrect. The correct information has been included with this report.

Event description:
It was reported that the insulin pump itself was not off the customer's body but powered off. The customer was using the insulin pump within 48 hours of the high blood glucose incidents.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. Customer stated that the gold piece of battery cap was broken. Customer was woke up with blood glucose level of over 400 mg/dl because the power was off due to the battery cap and they gave herself an extra bolus. Customers bold glucose level went to 432 mg/dl. Customer reported that the insulin pump system was not used within 48 hours of reported event. Customer treated their high blood glucose with manual injection and insulin pump bolusing. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer did not alleging insulin pump was under delivering. The insulin pump will not be returned for analysis.